Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was rear ended in a car accident on (B)(6) 2016. After the accident, the patient could not connect to the implantable neurostimulator with the remote or the recharger and the patient was experiencing new pain (burning sensation) and soreness at the implantable neurostimulator site. As far as the patient knew, the stimulation was off. The manufacturer representative was not able to connect with the clinician programmer and the patient was planning on meeting with the manufacturer representative during the week of (B)(6) 2016 for additional troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.